Event description:
There was an allegation of questionable elecsys tacrolimus results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial tacrolimus result was >/= 40 ng/ml with flag. The repeat result was 4.4 ng/ml. No questionable results were reported outside of the laboratory. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.